Event description:
Patient developed swelling and pain on the right elbow approximately 4.5 months post lateral collateral ligament (lcl) reconstruction with an orthadapt bioimplant. MRI performed 3 weeks later indicated large fluid collection with a tendon graft floating. Exploratory surgery performed 2 weeks later indicated severe synovitis and disruption of lcl reconstruction. After incision and drainage, the bioimplant was explanted and the lcl and common extensor reconstruction were re-done using autologous fcr (flexor corpus tibialis) tendon graft.

Manufacturer narrative:
The orthadapt bioimplant was used in reconstruction of the right elbow lateral collateral ligament. Orthadapt bioimplants are not indicated for use in ligament reconstruction and load bearing/structural applications. The case assessment, based on the provided information, could not determine the cause of the event; however, it is likely that the use of the orthadapt bioimplant in a load bearing/structural application contributed to the repair failure and reported event. The product was not returned to the manufacture for evaluation. The product manufacturing lot number was not provided. The manufacturer of the device at the time was pegasus biologics, inc.